Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was noted on a stored electrogram, which sensed without therapy delivery. Lead damage suspected. The lead was capped and replaced with a competitor's lead.